Event description:
Information received indicates, the patient presented to the hospital one month post dbs system implant, because he had noticed some drainage from the scalp surgical wound. The wound was examined and a culture was sent for laboratory analysis. The patient had a complete blood count, was determined to be afebrile and was sent home on augmentin. The following day the patient experienced a tonic-clonic seizure and was taken to the hospital, where he was observed to have two additional seizures. The patient was treated with IV fosphenytoin, ativan, keppra and was admitted to the hospital. His treatment included lumbar puncture and CT scans of the head. The lumbar puncture was negative and the CT imaging of the head showed no obvious intraparenchymal infection. The hcp reported results were inconclusive. The patient remained in the hospital under close monitoring at the time of the report. See MFR report number 6000153200701073.